Event description:
Event description guidant received information that this patient previously had a guidant implantable cardioverter defibrillator (ICD) and a competitor's device implanted simultaneously. They were now interacting inappropriately together. Undersensing was noted, leading to a delay in detection and treatment of vf. The patient lost consciousness during this therapy delay.